Event description:
It was reported that the inner pieces of the indirect decompression spacer broke off during an implant procedure when the physician turned the inserter. There were no obstructions noted from the imaging that was taken before the procedure, nor excessive force used by the physician during the procedure, and the implant was properly connected to the inserter. The broken spacer pieces were removed and a new spacer was used to complete the procedure successfully.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was sheared off from the implant body. Damage to the device prevented functional testing. However, this damage to the spacer indicated the break was due to excessive force and deployment against resistance such as bone and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that the inner pieces of the indirect decompression spacer broke off during an implant procedure when the physician turned the inserter. There were no obstructions noted from the imaging that was taken before the procedure, nor excessive force used by the physician during the procedure, and the implant was properly connected to the inserter. The broken spacer pieces were removed and a new spacer was used to complete the procedure successfully.